Event description:
The distributor contacted animas on (B)(6) 2012 alleging that the up arrow button on the keypad is unresponsive. There is no reported adverse event with this complaint. This complaint is being reported as the alleged keypad issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).